Event description:
It was reported that revision surgery was performed due to failure of the implants. The type of failure was not reported.

Manufacturer narrative:
Combination of devices constitutes an off label application in the united states.